Event description:
Caller states the patient tested 6.7 inr on the coaguchek system and 4.2 inr on a comparison lab. Coumadin was held for 3 days based on device result, however, no adverse event reported. Requested return of suspect system and replacement was sent.